Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Following additional review it was found that this ins had no impedance issues. See manufacturer report # 3004209178-2013-23908 for the reported impedance issues.

Event description:
The ins gave abnormal impedances and reached normal battery depletion. The ins was replaced and patient outcome was noted as recovered without sequela. Additional information has been requested.